Event description:
Medtronic received information that this transcatheter pulmonic valve, implanted over three years, was exhibiting high gradients due to suspected endocarditis. It was reported that the patient had an echo gradient of peak 25mm/hg at follow up 21 months post-implant showing adequate hemodynamics and 32mm/hg peak / 18mm/hg mean at follow up 26 months post implant. The patient was admitted to the hospital 27 months after implant with an urinary tract infection, c-reactive protein was 23, blood cultures were positive for staphylococcus aureus. Echocardiogram revealed peak gradient of 107mm/hg. A dilation intervention was performed with a 18mm balloon for the stenosis. The patient was treated with antibiotic therapy for four weeks which resulted in negative blood culture. Subsequently the patient was diagnosed with heart failure (nyha iii). Recent cath intervention revealed invasive gradient of 60mm/hg reduced to 30mm/hg. No stent fracture was observed. Due to poor right ventricular condition, surgery or stenting with a transcatheter bioprosthetic valve is being discussed. Based on the current information, the valve remains implanted. There have been no adverse patient effects. It was reported that the physician felt the stenosis and high gradients were due to the prior infection.

Event description:
Medtronic received information that this transcatheter pulmonic valve, implanted over three years, was exhibiting high gradients due to suspected endocarditis. It was reported that the patient had an echo gradient of peak 25mm/hg at follow up 21 months post-implant and 32mm/hg peak / 18mm/hg mean at follow up in 26 months post implant. The patient was admitted to the hospital 27 months after implant with an urinary tract infection, c-reactive protein was 23, blood cultures were positive for (B)(6). Echocardiogram revealed peak gradient of 107mm/hg. A dilation intervention was performed with a 18mm balloon for the stenosis. The patient was treated with antibiotic therapy for four weeks which resulted in negative blood culture. Subsequently the patient was diagnosed with heart failure (nyha iii). Recent cath intervention revealed invasive gradient of 60mm/hg reduced to 30mm/hg. No stent fracture was observed. Due to poor right ventricular condition, surgery or stenting with a transcatheter bioprosthetic valve is being discussed. Based on the current information, the valve remains implanted. There have been no adverse patient effects. Additional information has been requested.

Manufacturer narrative:
Additional information received stated that the physician felt the stenosis and high gradients were due to the prior infection that occurred 27 months post operative. (B)(4).

Manufacturer narrative:
Product analysis: without the return of the product, no definitive conclusion can be made regarding the clinical observation. The device remains implanted at this time. Conclusion: the device history review is in process, once the review is complete and if additional information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The device history review (DHR) for serial number (B)(4) and sterilization lot pls013108-1 was reviewed. Based on the sterilization lot review, no issues were identified on the sterilization process. The biological indicator (bi) sterility testing on the sterilization load confirms the sterility for the device. There were no issues identified on the DHR regarding this device. The device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. There have been no additional endocarditis complaints received for products sterilized under this lot. Staphylococcus aureus is generally found in the respiratory tract and skin and is a common cause of skin infections. It is a known to be a major cause of hospital-acquired infection of surgical wounds and causes infections associated with indwelling medical devices .additionally, endocarditis cases that occur more than 12 months after the procedure are called late prosthetic-valve endocarditis and are largely community-acquired. Based on this, it is unlikely that the source of infection was this transcatheter bioprosthetic valve. It was noted that the stenosis and high gradients were likely secondary to the endocarditis. A balloon dilatation was performed to mitigate the stenosis, and antibiotics were employed to resolve the endocarditis. The valve remains implanted, and no further adverse effects were reported. Quality assurance will continue to monitor for similar events. Foster, timothy. Medical microbiology. 4th edition. Galveston (tx): university of texas medical branch at galveston; 1996. Chapter 12. Mylonakis, e., and calderwood, s.b. Infective endocarditis in adults. New england journal of medicine. 345 (18). 1318-1330. Nov.1, 2001.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.